Event description:
The event is reported as: the customer alleges that the neptune had a burning smell during use. No report of a pt injury or delay in treatment to the pt.

Manufacturer narrative:
A visual, functional and dimensional inspection of the product involved in the complaint could not be conducted since the product was not returned. Per DHR (device history record), the product conchatherm neptune - UK, serial # (B)(4) was manufactured on 09/11/2008. The DHR investigation did not show issues related to complaint. A document assessment (fmea) was conducted and no changes were required. The complaint can not be confirmed since the sample was not available for investigation at the time of this report, therefore, it is not possible to determine the root cause for the defect reported and a corrective action for it. Teleflex will continue to monitor and trend relating complaints.